Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access site was obtained via the femoral artery. The 5 mm x 12 mm de novo eccentric target lesion contained a significant bend of >45 and <90 degrees and was located in the mildly calcified right coronary artery. The lesion was predilated with a 5.0mm/8mm quantum maverick balloon catheter. A 5.00 mm x 12 mm liberté stent delivery system was advanced but it could not cross the lesion so the device was removed and found that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.